Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one or some clips got broken when the user tried to load an applier with clips. According to the user no excessive force was used during loading.

Manufacturer narrative:
Qn#(B)(4). Voided complaint: this complaint has been voided due to the device is not a teleflex product. Please make a note of it.

Event description:
It was reported that one or some clips got broken when the user tried to load an applier with clips. According to the user no excessive force was used during loading.